Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of backup battery not connected. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site and verified the reported problem. Fse tested the backup battery and battery failed operational tests. Fse replaced the backup battery to address the reported problem. Fse performed the requires performance tests and unit passed all tests.